Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure. However, the instrument was found to have a broken pitch cable at the distal clevis hub. The crimp was missing from the clevis. Broken strands stuck out at the wrist. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument did not function. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.